Manufacturer narrative:
The reported complaint details indicated the physician retracted the azur device after resistance was encountered. It is possible that the device was subjected to tensile forces that exceeded its strength specifications; however, the device was not returned for analysis. It is also unknown over what time period the physician was trying to position the coil, which could have contributed to the resistance. The instructions for use (IFU) states, "if the coil cannot be properly positioned and detached within the specified time, simultaneously remove the device and the catheter." The IFU also warns, "advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted." Based on the information available, the complaint investigation is inconclusive and the root cause could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after placement of an embolization coil in the intended treatment site, the decision was made to remove the coil because it was not in a satisfactory position. During withdrawal of the coil, resistance was encountered and the coil detached in the catheter. Both segments were removed in their entirety. There was no reported intervention or patient injury.